Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited alarm. It was reported that the patient was presented to emergency room for experiencing shortness of breath due to the pump alarming. Reported that the patient received the remaining infusion by going to ER and infusion is life-sustaining. No additional adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that the patient was not admitted to the hospital.